Event description:
It was reported to boston scientific corporation, through a post market clinical follow up (pmcf) of retrospective data collection, that an escape basket was used during an l flex urs and pcnl procedure performed on (B)(6), 2017. The patient was referred to the emergency room due to urinary tract infection and constipation. Enema and antibiotics were given as medication.

Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).